Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12920. It was reported that the patient presented for an initial implant procedure. Once implantable cardioverter-defibrillator (ICD) was placed in the pocket, discrimination channel did not look smooth, and a morphology template could not be obtained. Physician elected not to use the device and a new ICD was implanted instead. However, the issue remained. It was concluded that there was noise on the discrimination channel. Since the issue appeared on two different devices, it was suspected that the noise was probably related to the newly implanted right ventricular lead. Programming changes were made. The noise issue was resolved, and the morphology template could be obtained. The patient was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.